Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the ureter during a ureteroscopy with laser lithotripsy and basket stone extraction, and placement of bilateral ureteral stents procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip detached inside the patient and was retrieved. It is unknown on what device was used to retrieve the detached tip inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.